Manufacturer narrative:
Device was used for treatment not diagnosis. Additional narrative: as received condition the fixation screw is missing as per complaint description. A manufacturing conclusion cannot be presented due to the missing screw. The DHR shows that the screw was correctly assembled in (B)(6) 2010. Because of the missing m3.5 fixation screw we are not able to determine if the screw was correctly caulked to stay in place.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history records for the complaint product were reviewed and no complaint-related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development event evaluation of the two 3.5mm lcp low bend medial distal tibia plate aiming instruments are intended for use to facilitate the percutaneous, sub muscular insertion of various plates for left and right tibia fracture fixation. The returned articles were likely attempted in use judging from the thread wear and screw head mark off on both the 03.113.025 and 03.113.026 parts. It appears from the screw head markings, that these screws were likely over tightened when attempting engagement despite the important caution regarding excessive tightening and recommendations for construct pre-assembly prior to insertion of plate. This is likely to have caused damage of some kind to the screw although neither screw was returned with the device. Review of drawings provides for determination of suitability of design, dimensional conformity and intended use of these devices. The aiming arms were likely subjected to use other than what is recommended in the technique guide and these devices are determined to be suitable for their intended use. The method of use for these devices rather than the device design has led to this complaint which is determined to be invalid from a design perspective. The 03.122.035 proximal humerus plate insertion handle that was returned is clearly for a different system than described in the complaint. The device contains the connecting screw which is contrary to the reported condition. The drawing was reviewed and determined to be suitable for the device design. The connecting screw engages and disengages as intended. The reason for the device's return is unknown and the complaint is invalid from a design perspective for this device. The conclusion of part numbers 03.113.025 & 03.113.026 aiming arms were likely subjected to use other than what is recommended in the technique guide and these devices are determined to be suitable for their intended use. The method of use for these devices rather than the device design has led to this complaint which is determined to be invalid from a design perspective. The 03.122.035 proximal humerus plate insertion handle that was returned is clearly for a different system than described in the complaint. The device contains the retaining screw which is contrary to the reported condition. The reason for the device's return is unknown and the complaint is invalid from a design perspective for this device.

Event description:
It was reported that a three connection screws were missing from a 3.5 mm locking compression plate small fragment percutaneous instrument set. The set was ordered for use on a distal third tibia fracture in order to make a minimum incision and repair the fracture percutaneously. Upon opening the set, it was discovered that the connection screws that are usually present in the jig guide block that attaches to the plate were not present. The surgeon was not able to use the set and had to make a larger incision than intended. Fracture was treated successfully. This report is for one insert handle f/3.5mm low medial distal tib plate/right. This report is 1 of 3 for complaint (B)(4).